Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a revision procedure the set screw on the ipg "went in at an angle". The implantable pulse generator (ipg) was attempted not used. No patient complications have been reported as a result of this event.